Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 37 events were reported for this quarter. Product return status: 2 devices were received. 35 devices were evaluated based on historical data analysis. Additional information: 37 devices were not labeled for single-use. 37 devices were not reprocessed or reused.

Event description:
This report summarizes 37 malfunction events in which the device reportedly overheated. 32 events had the problem identified during a non-clinical procedure; there was no patient involvement. 3 events had patient involvement; no patient impact. 1 event had insufficient information received regarding health impact. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.